Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. The caregiver (cg) further reported that "the homechoice was leaking water onto the table that the device was on the top of ". The cg stated that ¿the fluid was not leaking from any of the solution bags only dripping from bottom of the device¿. This occurred during an unknown process step of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.